Event description:
A talent thoracic stent graft system was implanted in pt for the endovascular treatment of a descending thoracic aortic aneurysm approx 5 yrs ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that approx 1 yr ago, the aneurysm sac measured 6.8 cm x 5.7 cm, which was slightly increased from a previous measurement taken 3 months earlier. It was reported that the pt presented with chest pain, and a type iii endoleak involving the talent thoracic graft was identified. The physician elected to intervene with a stent graft from another MFR, which successfully resolved the endoleak. No add'l clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
Evaluation results: endoleak, evaluation code, conclusions: aneurysm enlargement.